Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 7 was sticking and difficult to open due to a damaged bearing cage in the left side. Slide rail, which prevented smooth operation. A field service engineer replaced both drawer slides to resolve the issue. A field service engineer tested the drawers in hardware test application and performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using then bd pyxis¿ medstation¿ es, remote manager was failed. The customer reported that the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this incident.